Manufacturer narrative:
Evaluated four open/used reservoirs and transfer guards. Performed pre-fill reservoir test found transfer guards needle bent. Unable to pre-fill. Using a new lab transfer guards, performed pre-fill test to reservoir. Found reservoirs no leakage anomaly during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via that the reservoir was leak. The customer¿s blood glucose level was 13.5 mmol/l at the time of the incident. Location of the leak was where the piston screws. The reservoir will not be returned for analysis.